Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handle of the instrument was found broken. No patient involvement was noted. No additional information is available.

Manufacturer narrative:
The following report is being submitted to relay additional information received the complaint is confirmed based on the returned device evaluation. Visual inspection of the devices shows the strike plate fractured at the thread and the threaded portion remained inside the handle. Dings are observed on the strike plate, handle and head. Hardness test was performed and was found to be within specifications. Material was also found to be conforming to material specifications. Device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.